Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the carotid artery using a benchmark 6f 071 delivery catheter (benchmark) and sheath. During the procedure, while inserting the benchmark into the sheath, the physician broke the proximal end of the benchmark. Therefore, it was removed. The procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.